Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 3. The patient had thin leaflets, prolapse leaflets, enlarged atrium and calcification at the annulus. One clip was implanted, reducing the mr to 1. On (B)(6) 2022, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 3. A second procedure is planned for a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.